Manufacturer narrative:
Age at time of event: under 18 years of age.

Event description:
It was reported that catheter removal difficulty was encountered and material separation occurred. In (B)(6) 2018, an in utero procedure was performed via the mother and into the fetus. The physician lasered the interatrial septum of the fetus and stented it with a rebel stent. When the stent was deployed, the physician noticed that the stent delivery system was difficult to remove. It was not moving freely and it had to be pulled back hard to release. The device was removed; however, it was noted that a fragment of the balloon was missing and left in the fetus.